Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the pump is eroding through the skin and the surgeon wants to replace it. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device system was used to infuse gablofen. The pocket was revised (B)(6) 2013 due to pump eroding through skin. The pump and catheter replacement (B)(6) 2013 due to wound dehiscence- "infection," it was not clarified what was meant by that. Past medical history included tbi (traumatic brain injury) with left spastic hemiparesis and partial focal seizures. It was noted that the patient was doing "good" and "improving."